Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was high 300s mg/dl, and the meter bg reading was 59 mg/dl. As a result of the increased basal delivery, customer's blood glucose (bg) level lowered to 20 mg/dl. Customer went to the emergency room (ER) and was treated with intravenous fluids of saline to address bg level. Customer was released from the ER 3 days later on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.